Manufacturer narrative:
The reported issue was inconclusive. It was reported that the arctic sun device was not getting patient to target temperature. The patient temperature was initially warming, but over the past 45 minutes it began dropping. At this time, the root cause of the reported event could not be determined. Recommended consulting their protocol for counter warming such as bair hugger, warm blankets, warm room, vent warmer etc. Informed nurse with prolonged exposure to warm water temperature, we recommend performing frequent diligent skin checks. Encouraged nurse to call back with any issues. A DHR review is not required as the serial number is unknown. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the nurse stated that patient started rewarming in the arctic sun device. The patient temperature was initially warming, but over the past 45 minutes it began dropping. Nurse stated the patient temperature was 33.1c. When nurse started the shift and currently patient temperature was 32.4c. Confirmed the cooling target temperature was 33c, they were rewarming to 37c. Current water flow rate wfr was 2 l/min and water temperature wt was 41c. Nurse had checked the probe placement; they were using a rectal probe. Confirmed there had been no changes in medications, no alternative therapies started etc. Explained the device was making extremely warm water and was trying to warm the patient. It appeared to be patient related. Recommended consulting their protocol for counter warming such as bair hugger, warm blankets, warm room, vent warmer etc. Informed nurse with prolonged exposure to warm water temperature, we recommend performing frequent diligent skin checks. Encouraged nurse to call back with any issues.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the nurse stated that patient started rewarming in the arctic sun device. The patient temperature was initially warming, but over the past 45 minutes it began dropping. Nurse stated the patient temperature was 33.1c. When nurse started the shift and currently patient temperature was 32.4c. Confirmed the cooling target temperature was 33c, they were rewarming to 37c. Current water flow rate wfr was 2 l/min and water temperature wt was 41c. Nurse had checked the probe placement; they were using a rectal probe. Confirmed there had been no changes in medications, no alternative therapies started etc. Explained the device was making extremely warm water and was trying to warm the patient. It appeared to be patient related. Recommended consulting their protocol for counter warming such as bair hugger, warm blankets, warm room, vent warmer etc. Informed nurse with prolonged exposure to warm water temperature, we recommend performing frequent diligent skin checks. Encouraged nurse to call back with any issues.